Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) small volume intermates leaked from an unspecified location. This was observed when the bag containing the devices was received. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between may 10, 2024 ¿ may 13, 2024. H11: ten (10) devices were received for evaluation. A visual inspection was performed, and fluid inside the bag was observed. One sample inside the bag had been filled with fluid, but the fluid had leaked inside a bag. A functional leak test was observed, and a leak coming out at the solvent bonding junction of the tubing and stressmember near the fill port area was observed. The tubing outer dimension and the stressmember inner dimension were found to be within specification. The tubing insertion depth was found to be inadequate (not deep enough). The reported condition was verified. The cause was determined to be from inadequate tubing insertion depth was due to manual assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.